Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. The delivery system was not returned and a device malfunction was not reported. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion, pain and rash, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Additionally, the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling of the device. Attachment: sus voluntary event report # mw5058559.

Event description:
Maude report received states: on (B)(6) 2015, a medicated stent was inserted in my left leg. I had many side effects from the antiplatelet meds required with this stent. Eventually the stent failed causing 90% blockage left leg. Difficult ambulation wound in left foot required continuing treatment and pain. I have since learned that this product was not approved by the FDA for use in legs, only acute card, as synd. I am not able to perform my adl's without pain and it has limited my r.o.m. And independence. Side effects associated with the [antiplatelet] meds required for use this stent. Subsequent information received noted the patient experienced a rash from the knee to the ankle area and benadryl has been used for treatment. The condition was described as serious leg but not emergent; the unrelated wound has not gotten worse. No additional information was provided.